Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on the endoscope was bad. No other information was provided by the hospital. The hospital did not report any patient complications. On september 10, 2004 visual inspection of the returned endoscope showed that the image was blurry. This is a reportable malfunction.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. Investigation results: scholly fiberoptic assessment showed that the returned device has optic is maladjusted and the objective section is dirty and has moisture. The cover glass has deposits, wash outs and autoclaving traces.